Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd saf-t-intima¿ closed IV catheter system to deliver a chemotherapy medication, approximately 15-20 ml of the chemotherapy medication extravasated into the patient¿s tissue. A small needle was placed into the patient¿s tissue to aspirate the medication and approximately 5 ml of the medication was drained. An icepack was also placed on the extravasation site. Four days later on (B)(6) 2015, the patient was hospitalized for the incident. No surgical intervention was required and on (B)(6) 2015 the patient was discharged from the hospital with a diagnosis of pre-syncope and dehydration. No further information regarding medical interventions, the patient¿s hospital stay, or the patient¿s current health status was provided by the reporter.

Manufacturer narrative:
One used sample attached to a syringe via a connector was returned for evaluation. A visual analysis revealed that the slide clamp was activated in the extension tubing, at approximately 1/4 inches from the adapter. The slide clamp was deactivated to investigate for damage to the extension tubing and no damage was found. A leak test was conducted on the returned device and no leaking fluid was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4351698. Conclusion: an absolute root cause for this incident cannot be determined as both the evaluated sample and review of the device history record revealed no irregularities.